Event description:
The complainant reported that the automatic impella controller (aic) console was turned on and a "system self-check failure" alarm was received. Unknown how this issue was resolved, no reported harm or injury to the patient.

Manufacturer narrative:
The investigation for the reported aic - system self-check error issues has been completed. The device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of system self check failure was corrosion near the c69 and c70 supercapacitors on the pbm. This report is being filed as part of a retrospective review of historical records.